Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 that there was a failure to alarm for an asystole event with the uvsl command module. No injury was reported with this event.

Manufacturer narrative:
Spacelabs¿ field service engineer retrieved log files from the uvsl command module. Spacelabs¿ investigation found that at the time of the reported event, the heart rate did meet the criteria for classification as an extreme low heart rate alarm condition and therefore, a high priority alarm did occur. Spacelabs'' field service engineer tested the uvsl command module and related equipment. No device malfunction was discovered. This report complete and this particular issue is considered closed.